Manufacturer narrative:
Device is a combination product.   The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85-90% stenosed target lesion was located in the heavily calcified and heavily tortuous circumflex artery. A non-bsc coronary tracking device was advanced. However, it broke and snapped off of the shaft and had to be snared inside the patient. Subsequently, a 3.00x16mm promus premier¿ stent was advanced but the physician pulled it back and replaced it with a 2.50x16mm promus premier¿ stent which was deployed in the distal circumflex. This was followed by a 2.50x20mm promus premier¿ stent which was placed in the mid circumflex. The 3.00x16mm promus premier¿ stent was again advanced but it failed to cross the lesion. The physician pulled the device back and the stent was stripped from the balloon. The device was removed using a non-bsc micro snare. The proximal segment was pre-dilated using a 2.5x12 non-bsc balloon catheter, followed by a successful placement of a 3.0x28mm promus premier¿ stent which completed the procedure. No patient complications were reported and the patient's status was fine.